Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy.

Event description:
It was reported that the manufacturer's system's touchscreen monitor was accidentally cracked with small sharp edges observed. There was no patient present and there was no user injury reported. This product problem is being reported because the touchscreen monitor has sharp edges that can result in a potential for harm.

Manufacturer narrative:
Block h3: the touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with missing screen material, resulting in sharp edges. Block h6: based on the device evaluation, missing material was observed (3252- investigation findings). The complaint codes listed in the initial MDR remain acceptable (10- type of investigation, 3243- investigation findings, and 61- investigation conclusion). The probable cause is damage from use as mentioned in the initial MDR. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.